Manufacturer narrative:
Terumo received the actual device for evaluation. Upon investigation the complaint was confirmed. The malfunction was likely caused by damage post-manufacturing sustained from an external force applied to the connector outside of the original packaging. This complaint was originally reported as an fx oxygenator under another site registration number. The MDR and subsequent follow-up informing FDA of the issue was 9681834-2011-00026. All available info has been placed on file in quality management for appropriate tracking, trending and follow up. (B)(4).

Event description:
The user facility reported to terumo cardiovascular systems, that during cardiopulmonary bypass surgery, there was a leak from the manifold of the oxygenator. There was 30 ml of blood loss. The product was changed out. The surgery was completed successfully.